Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient¿s ipg was not communicating with external devices following a procedure (related manufacturer reference number: 1627487-2022-05742). Manufacturer representation was able to establish communication via troubleshooting. Reportedly, therapy was restored.

Manufacturer narrative:
Per additional information received, the communication issue was due to bluetooth pairing. No issue with the ipg. As such, the device is no longer reportable.

Event description:
Additional information received indicates that the issue was a bluetooth pairing issue.